Event description:
After 27 months of implantation, the patient was admitted in the hospital because of syncopes. At that time, the ICD device could not be interrogated; therefore, the device was replaced. During the re-intervention, inductions of ventricular fibrillation failed with the new device; finally, upon visual inspection, the lead insulation was found damaged. After explantation, the device involved in this incident notification could have been interrogated.

Manufacturer narrative:
This event concerns a device that was manufactured and used outside the united states. Review of data file dated 26 november 2007 showed: numerous hardware resets have occurred, a warning for rapid battery depletion was displayed; this warning corresponds to a detection of an abrupt battery voltage decrease. A battery voltage of 5.40v after 27 months of implantation. The last delivered shock was 28.8j on 61 ohms (after an atp1 atp2 sequence). Last charging time to 30.6j was 1 second. The history of the therapies was frozen; this observation conforms to the specifications; once a reset occurred, the therapy history report is frozen. Recorded holter episodes showed a good signal quality. Pt files corresponding to the implantation procedure of the new ICD revealed that an overload was detected during the induction test(s). Reportedly, insulation damages were observed on the implanted defibrillation lead. Detailed analysis of the files involving the returned unit revealed that memory data were corrupted; consequently, dates of events (both reset dates and dates of episodes) are probably wrong. Upon reception, a visual inspection of the titanium case showed: no trace of flash due to overload caused by the damaged lead. Trace on the upper side of the titanium case, which could have resulted from frictions with the lead (reportedly, the lead was found damaged). Conclusion: upon reception, the device could not be interrogated. However, during the analysis, the device recovered normal telemetry and the device could be interrogated: the report event is confirmed. Warnings for abnormally rapid battery depletion and device reset were confirmed. Trace of abrasion was observed on the titanium case; that could be related to the damages found on the lead insulation and explain the overload warnings recorded for the last shock delivery attempts with the replacement device. The battery depletion is most probably associated to the several shocks delivered before the incident. The electrical characteristics of the returned unit are within specifications; however, there are some evidences that an intermittent malfunction occurred: the device could not be interrogated on nov 12, 2007 (corresponding to the reported event). The device could be interrogated after explantation by the sales organization. The device could not be interrogated upon reception. Despite in-depth analysis, the root cause of this phenomenon could not be determined. The device is retained in the returned product storage area.